Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's daughter contacted dexcom on 05/27/2016 to report that the patient experienced an adverse event on (B)(6) 2016. The patient fell out of her bed and became stuck between her scooter and her bed with a blood sugar value of 38mg/dl. The patient's caregiver found the patient and called 911. The paramedics administered a bag of IV and dextrose to treat the patient's low blood sugar. The patient was not hospitalized. Additionally, the patient's daughter bought the patient some protein and stayed all day with her to watch her blood sugar. The patient was not using the dexcom continuous glucose monitor (cgm) at the time of the event as her transmitter had expired. There was no alleged device malfunction. No additional event or patient information was provided.